Event description:
The facility rep reported a pump observed with an overinfusion. This event occurred at an unk time. No pt injury or medical intervention was reported. No add'l info is available.

Manufacturer narrative:
The device involved in this incident has been returned to baxter for eval. A f/u report will be submitted when the eval is completed.